Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the fexvision pc was defective. The fse replaced the fexvision pc and uploaded the software, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It was reported to philips that the device was not booting past 00:00. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the flexvision computer (pc) had failed and needed to be replaced. After replacing the flexvision pc, the device was returned to expected functionality.